Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 19. Details of surgery: ridge augmentation and immediate extraction site. On (B)(6) 2025, fracture of the implant was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain, increased sensitivity, hypersensitivity and inflammation. No further patient complications were reported.